Event description:
Additional information received reported that the patient did not indicate they experienced any symptoms related to the motor stall. The motor stall did not recover. They were awaiting patient insurance authorization for the pump replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient intrathecal morphine (concentration and dose unknown) via an implanted pump. It was reported they were doing a refill and noted there was a motor stall. No MRI was done. Additional information was received on 2020-oct-06 indicated the pump started beeping on (B)(6) 2020, and on (B)(6) 2020, the patient had a visit to the doctor¿s office. The hcp interrogated the pump and had to end the session because there was a message that a motor stall occurred. The cause of the motor stall was not determined, and the pump was dropped to minimum rate. It was noted nothing had been done to date and the pump was still implanted in the patient. No further complications were reported.